Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. This event occurred in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). On (B)(6) 2016, approximately one year and three months post-implant, it was reported that the patient was admitted to the hospital with increasing lactate dehydrogenase levels. The patient was treated with heparin, and subsequently underwent a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation; however, the report of pump thrombosis was confirmed based on a photograph that was submitted for review. The submitted photograph showed a thrombus in the outlet stator of the device. The observed thrombus did not appear to show evidence of laminated layering, indicating that it did not likely form in the outlet stator; however, the origin of the thrombus could not be conclusively determined. The thrombus could have contributed to the reported increase in the patient's lactate dehydrogenase level. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.